Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06834 / 06835).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. The patient was revised on (B)(6) 2013 due to dislocation. During the revision, the modular head and acetabular liner were removed and replaced with a constrained system. Subsequently, patient underwent a second revision procedure on (B)(6) 2014 due to chronic dislocation. During the second revision, the constrained head and acetabular liner were removed and replaced with another constrained head and liner.